Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe could not cut or aspirate even after reducing the speed to 3000 cuts per minute during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.